Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 10/27/2022, it was reported by a sales representative via email that the anchor from ar-3680 fibertak button implant system, pulled out upon shuttling the second suture limb. Another ar-3680 fibertak button implant system was opened and implanted in a new bone socket; however, after the anchor was set, the first suture limb would not shuttle through the anchor. The anchor was removed, and a case was completed with a 7mm by 10mm tenodesis screw. This was discovered during a procedure on (B)(6) 2022. Additional information requested.